Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that low sensing and loss of capture were observed. Lead dislodgement was found. Lead was explanted and replaced. Patient was in good condition post-op.